Manufacturer narrative:
Correction: this report is to retract 2017865-2021-29656 submitted on (B)(6) 2021. This report was erroneously submitted. The device report is managed in a duplicate file 2017865-2021-29418.

Manufacturer narrative:
Correction: return not received, appropriate codes inputted.

Manufacturer narrative:
Correction: this report is to un-retract 2017865-2021-29656 and update the serial number in d4. The previous report submitted on 7 sep 2021 was erroneously submitted. Further information requested but not received.

Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported a patient's left ventricular lead presented with a high capture threshold. The lead was explanted in a procedure on (B)(6) 2021. Post-procedure the patient was stable.